Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed chip on lower left front corner and broken tube holders on top of case also cracked on right plunger case. Motor rate error was not found during occlusion test. The root cause of the reported issue was found to be white teflon flakes found on worm coupling facets which was causing the motor rate error intermittently. Actions taken to mitigate the reported issue: replaced: cracked left and right plunger case, worn plunger cable, cracked top case, cracked battery door and battery door label, upgraded power receptacle, worn worm coupling and gear, motor, added delrin washer and cable guard, worn leadscrew, right and left clutch and clutch spring, worn square shaft. Cleaned, greased and recalibrated. Device passed delivery test and functional test. UDI information is unknown.